Event description:
The hcp reported a reservoir volume discrepancy on more than one refill and, the pt is experiencing increased spasticity. The pt came in for a scheduled refill. The expected reservoir volume was 3.7 cc and the actual volume in the pump was 10.5 cc. At a previous refill for this pt, the expected volume was 2 cc and the actual reservoir volume was 6 cc. The pt symtpoms were increased spasticity. A catheter dye study was performed and the catheter was found to be patent. Additional info has been requested from the hcp, but, was not available on the date of this report.